Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. Functional testing could not be performed, due to blank display. The device was received with cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window.

Event description:
The customer called and reported he received a motor error on the insulin pump. The customer's blood glucose level was 94 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.